Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Per sales rep, patient had ceramic right hip revised. Per surgeon, the last few weeks it started popping and clicking. There was no pain. The surgeon stated the left hip is making the same noise and the patient will be revised again in the next few weeks.